Event description:
Poor design of the sleeve and hard tubing that exits at the achilles causing pressure ulcer injury to patients. This patient developed 2 new areas of deep tissue injury to the right ann left achilles discovered when removing the device.